Event description:
Patient reported the device was "buzzing" or "beeping" and she is having "severe pain" around the device. Additionally, she reported her grandson was playing with some "magnets" and "one of them hit me right near the device". Carelink transmission sent to clinic and will discuss further with her physician. It was further reported that the device was removed due to elective replacement indicator (eri). No further patient complications were reported as a result of this event.

Event description:
Patient reported the device was "buzzing" or "beeping" and she is having "severe pain" around the device. Additionally, she reported her grandson was playing with some "magnets" and "one of them hit me right near the device". Carelink transmission sent to clinic and will discuss further with her physician. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found the battery depletion to be normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Patient reported the device was "buzzing" or "beeping" and she is having "severe pain" around the device. Additionally, she reported her grandson was playing with some "magnets" and "one of them hit me right near the device". Carelink transmission sent to clinic and will discuss further with her physician. It was further reported that the device has been removed and replaced. No further patient complications were reported as a result of this event.